Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event description, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause is attributed to user error, including excessive force applied and failure to insert the anchor in the same orientation as the prepared bone hole. Refer to dfu-0054-eo revision 8 bio-fastak, fastak, suturetak and fibertak suture anchors g. Precautions 5. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor or inserter. 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. 8. Self-punching suture anchors only: insertion in very hard bone may require pre-punching a bone socket to avoid damage to the implant. 9. Self-punching suture anchors only: ensure that the angle of anchor insertion is perpendicular to the bone. The complaint allegation was not confirmed. No evidence of that failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 14-jan-2026, a monthly maude database review identified a report involving an ar-3740sp knee double loaded knotless fibertak anchor that had not been previously reported to arthrex. According to the maude narrative, during surgery, the surgeon inserted the self-punching anchor using the inserter. Upon removal of the inserter from the knee, the tip was noted to be missing. Radiographs identified a small fragment of the inserter, approximately 1¿2 mm in size, retained in the patient. The surgeon explained that attempting to retrieve the retained foreign body could cause additional damage and therefore recommended leaving it in place, as it is not expected to harm the patient. Additional information was received on 29-jan-2026: this was discovered during a left knee revision anterior cruciate ligament reconstruction and lateral extra-articular tenodesis. The fibertak anchor was successfully implanted, and no surgical delays were reported. The procedure was performed under general anesthesia with the addition of a nerve block. Additional information was received on 5-feb-2026: according to the facility representative, the ar-3740sp knee double loaded knotless fibertak anchor broke during the revision surgery. No information regarding the initial surgery was provided at this time. The revision procedure was performed due to a motorcycle accident. At this time, it is unknown whether any arthrex products were used during the initial surgery or if any were removed during the revision procedure.